Event description:
It was reported by svc report that the mattress had reported fluid intrusion. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.